Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. Since the device was not returned, a physical investigation could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation.

Event description:
The customer reported that during ivtm therapy the quattro catheter (lot# unknown) was placed in the left femoral vein. On the third day, the thermogard console generated an air trap alarm, and only 100ml fluid was observed inside the 500ml saline bag and there was a considerable amount of air in the air trap. Per the reporter, the thermogard console is functional after it generated an air trap alarm. There were no signs of fluid on the floor under or behind the console or inside of the air trap. There was some blood present in the start-up kit (suk) tubing. Ivtm therapy had been completed at the time of the event. Suspecting catheter leak and 400 ml of saline infusion. The customer was instructed to remove the catheter. No consequences or impact to the patient.